Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that their doctor gave them a shot and pills to take for one week. It was reported that the upper back pain had been resolved and they were doing okay. They reported that they always call when they had any problems.

Event description:
A patient reported that they were experiencing pain in their upper back. It was noted that the issue started a day prior to the date of this report. It was stated they weren't sure but maybe doing yard work on saturday prior to the report. They were going to use a heating pad and see if it felt better. Indication for use is non-malignant pain. Additional information received from the consumer reported that the steps taken to resolve the upper back pain were that when they called to ask what they were allowed to do, they answered their questions well. It was stated that the reported issue was resolved. The consumer went to see their doctor on thursday, gave them a shot, and told them what to do. They were now okay. It was noted that they love their device and didn¿t know what they would do without it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.